Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two certain® titanium large hexed screw (2x ilrght) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Device history review (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Last name unknown / not provided. PMA/510(k) number: k072642.

Event description:
It was reported that the screw placed on sites 26 (fdi) fractured and was completely removed. Torque used 20 n.